Manufacturer narrative:
Sections with additional information as of 23-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: control solution was not returned for evaluation. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Control solution was not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer, who is calling on behalf of a facility, reported complaint for high control test results. Control tests performed during the call produced results of 62 and 65 mg/dl. Control tests not within acceptable range of 25-55 mg/dl. Control level one, lot number 8bc1b30, manufacturer¿s expiration date is 08/31/2020 and open date is (B)(6) 2020. The product is stored according to specification in the medical room. The test strip lot manufacturer¿s expiration date is 01/31/2021 and test strips have been opened about thirty days.